Manufacturer narrative:
(B)(4).

Event description:
The surgeon inserted a (B)(4) 13.0mm implantable collamer lens on (B)(6) 2011 and the lens was removed on 10/19/2011 due to excessive vault. The lens was exchanged for a shorter length lens and this resolved the problem.